Event description:
Related manufacturer report number: 2017865-2022-40043, related manufacturer report number: 2017865-2022-40054. It was reported that the patient presented to the hospital with febrile illness. A transesophageal echocardiogram revealed vegetation of both the right ventricular and atrial leads. The patient was scheduled for system extraction, and the pulse generator, right atrial, and right ventricular leads were explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: "g3 - date received by manufacturer" and "reportable aware date" were incorrectly reported in the previous report. The correct "reportable aware date" and "g3" should have been entered as dec 8, 2022.